Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant fracture.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
The investigation for this device is ongoing and a supplemental MDR will be submitted at its conclusion.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
This complaint is re-opened due to receipt of medical records. A review of the records by our clinical team noted the provided x-ray photos confirm pre-op osteoarthritis of left hip, pre-revision broken stem, and post-revision implantation of new left hip components, cerclage and plates, as well as a contralateral tha in the interim. Based on the information provided, exaggerated posturing and weight bearing activities as well as an approximate 4 week delay in treatment cannot be ruled out as possible contributing factors to the reported event. The patient impact beyond the reported pain and the 5½ hours left tha-revision cannot be determined. It was reported that the left tha revision was doing well at the 1 year check-up. No further clinical assessment can be rendered at this time. A review of complaint history on the listed parts revealed no additional complaints for this failure mode with the same batch number. Without the return of the actual product involved, our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.